Event description:
Customer stated he was doing an infusion set change and his pump used 6.9 units of insulin during manual prime and normally he uses 15 units. Customer's blood glucose level at the time 140mg/dl. Troubleshooting occured. It was determined that there might have been a temporary vent clockage. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.